Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection several explantation damages were noted on the lead. The conductor coils were found deformed and the insulation was damaged as a result of laser extraction. During further analysis, no other deviations were noted. The lead proved to be within specifications throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced because the physician was unhappy with the position of the lv lead. Should additional information be received, this file will be updated.